Event description:
On 11/23/1998, procedure performed: removal of bilateral ruptured silicone gel-filled implants, bilateral capsulectomies, bilateral implant replacement. Implants placed elsewhere several years ago. No indication of MFR on pathology report.